Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that during pd treatment there was a fluid leak. Fluid was discovered during treatment complete - step 9 remove cassette. Fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid leaked from back of the cassette. The spouse was advised to let the cycler set and try it again for next treatment. Multiple attempts were made to gather missing details, but no information was provided. There was no harm, intervention or adverse events reported in the initial report. The cycler set has not been returned for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that during pd treatment there was a fluid leak. Fluid was discovered during treatment complete - step 9 remove cassette. Fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid leaked from back of the cassette. The spouse was advised to let the cycler set and try it again for next treatment. Multiple attempts were made to gather missing details, but no information was provided. There was no harm, intervention or adverse events reported in the initial report. The cycler set has not been returned for analysis.